Event description:
Boston scientific/target was notified that during the procedure the aneurysm ruptured. The physician stated that he feels that the detachment mechanism caused extravasation (bleeding). The pt is ok. The date of the event was not reported. At this time it is unk the specific type of gdc product, catalog number, and therefore, its pertained 510k number; the only info provided was that it was a gdc product. Additional info is pending.